Manufacturer narrative:
(B)(4). Date of initial report: 09/02/2015. Evaluation of the incident electrode found a hole in the insulation, exposing bare metal. The electrode failed hipot testing. Inspection also noted indentations on opposite sides of the electrode, indicating the electrode was grasped with a metal tool. The electrode is not intended to be clamped or contacted with mechanical devices.

Event description:
The customer reported that while the surgeon was cutting inside the patient cavity, a spark occurred and burned the patient's skin below the breast. The burn was described as quite superficial. Covidien's initial evaluation of the incident electrode found bare metal was exposed. The device failed hipot testing.